Event description:
From the call center: one of leads don't work I'm waiting for surgery I want to know why its takes 3 weeks. I want doctor who is retiring (B)(6) 2025 ID like him to do it preferable can that be arranged? 37800 enterra 2 gastro. Patient had leads replaced on (B)(6); leads were disposed of at site therefore no analysis possible. No further action to be taken.

Manufacturer narrative:
Patient called call center to inquire why it would be three weeks for her lead replacement, she was advised to contact her health care provider for explanation on timing of appointments. Follow-up information: patient had a lead replacement surgery on as one of the leads was not working. The leads were disposed of onsite so no evaluation of lead can be conducted and no cause of failure can be determined.

Event description:
From the call center: one of leads don't work I'm waiting for surgery I wan to know why its takes 3 weeks. I want doctor who is retiring (B)(6) 2025 ID like him to do it preferable can that be arranged?